Event description:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was evaluated by the manufacturer's product investigation laboratory (pil) and did not observe any issues. Pil tech did take the log from the unit. Pil tech reviewed error logs and noted ventilator inoperative alarms in the error log. It was noted that ventilator inoperative errors are preceded by pressure regulation errors in the error log. Pil tech ran the unit at the received settings, on a mechanical quick lung for approximately 25 minutes without unexpected errors. The etched disk was inspected and found to be partially clogged. The unit will be scrapped. Prior to identifying the issue described in fsn 2023-cc-src-039, complaints associated with the issue did not meet requirements for vigilance reporting as a reportable incident. As part of the hhe process, a retrospective review of complaints associated with the issue described in fsn 2023-cc-src-039 was necessary to reassess reportability. Upon this further assessment, these complaints are being reported.

Manufacturer narrative:
The bipap a40 pro (itx3100s21) is substantially similar to the bipap a40 and will be reported in the united states under bipap a40, 510k number: k121623.